Event description:
During an atrial fibrillation a farawave nav was selected for use. After ablating the right superior pulmonary vein, attempts to advance wire were met with resistance. Catheter was removed from the body. Upon removal of the wire its outer coating began stripping off. The assumption was the wire had become stuck inside the catheter. Attempts to flush the wire lumen were unsuccessful, leading to a replacement catheter. The procedure was completed without any patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.